Event description:
Report received from the USA stating that the device was "running intermittently" during a back surgery. The reporter stated that there was no delay in surgery. The device was swapped and the user was able to resume surgery successfully. No injuries were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent.